Event description:
The manufacturer received information alleging a trilogy evo's fio2 was reading 30% constantly. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer, and the customer's complaint was confirmed. The device's machine flow sensor and three-way solenoid valve were replaced to address the issue. Additionally, the device's proximal inline filter was replaced due to preventive maintenance procedures. The device was tested and passed all final testing.